Event description:
A customer reported that the pump screen was dark and would not turn on, indicating a potential power source issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was not connected to a power source, firmly press the button, and eventually use a known working charging setup. The screen did not turn on initially, but after plugging the charging cable into a different wall adapter, the pump powered on with a 5% battery. The support team advised the customer to use a reliable outlet and allow the pump to charge for at least 30 minutes.